Event description:
Poly exchange was performed for ligament instability; 13mm cr poly was replaced with 19mm cs poly

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Poly exchange was performed for ligament instability. A 13mm cr poly was replaced with 19mm cs poly.